Manufacturer narrative:
Investigation: the customer reported breakage during use and returned the used drill for evaluation. Visual observations of returned product shows bent shank and head bent and broken along cutting edge. Dimensional measurable attributes on the returned piece were in specification of the drawing. Review of receipt of materials was also to specification. Cutting evaluation was performed on the same part and showed no damage nor bending of product under intended use. Potential causes are excessive use of lateral force during procedure, use of excess force, inappropriate usage or combination with product coming into contact with metallic object. Per IFU-0039 = "do not use excessive, lateral, twisting or bending forces to prevent consumable accessory failure such as bending or breakage. Exercise extra caution when used with alignment guides or cutting fixtures."

Event description:
The doctor was drilling into the patella. The drill bit broke in the patella. The broken piece was left in the patella. No follow-up was needed.